Event description:
Shock deliveries due to oversensing were reported after an implantation time of about 3 months. The ICD and the two leads were explanted. Kentrox sl 75-16 steroid, MDR 1028232-2008-01703. Setrox s 60, MDR 1028232-2008-01704.

Manufacturer narrative:
The ICD underwent a status interrogation, which indicated the device status as bol after an implantation time of 3 months. The shock table documents 15 charge processes. The point-shaped spot of locally molten titanium indicates a sparkover during a shock delivery between the housing and the hv-1 conductor. The memory content of the ICD was checked; disturbances in the ventricular channel were visible in the recorded iegms. In response, the signal perception of the ICD was checked and proved to be free of noise. The ICD sensed applied signals without interference. In the further course of the analysis, the ICD's capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was fed in, and the device reacted according to specification with a defibrillation shock. The specified energy level was reached. The charge time was unremarkable.